Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system displayed an error message stating drawer 2.2 failed and required maintenance. The customer stated that reboot attempts were made but were unsuccessful. Unplugging and plugging the power cable did not resolve the issue. The customer also opened the back panel to check the station, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 had failed and required maintenance. A field service engineer (fse) found that the latch hard stop screws had fallen out, preventing the drawer from closing properly. The customer had been forced to remove cubies containing narcotics, which required pulling out the row boards from the drawer. The fse reinstalled the latch hard stop, ran hardware test application, reinstalled the row boards into the drawer, and then tested all cubies. The fse also assisted the customer in reinstalling the removed cubies. All hardware passed the hta successfully. The system functioned as intended after the field service engineer repaired the device.